Manufacturer narrative:
Device history record could not be reviewed as the consumer did not provide lot code info. Consumer did not return product for eval.

Event description:
This is a non-us event. The product problem occurred in canada. Consumer inserted a tampon and pieces of the tampon came apart and remained in her upon removal of the tampon on two separate occasions. Consumer also indicated one of the plastic applicators scratched her upon insertion.